Event description:
It has been reported to philips that the system¿s monitor was black, and the system kept rebooting. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. A philips field service engineer (fse) replaced the host pc and returned the system to use in good working order.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system on-site and confirmed the reported issue. Upon troubleshooting, it was identified that host pc was unable to boot up completely. The fse replaced the host pc to resolve the issue. The defective host pc was returned to philips for further analysis. The analysis of host pc confirmed the malfunction and identified that motherboard had failed due to fault in local area network (lan) port#2 and baseboard management controller (bmc). After the replacement of host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.